Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver. It was reported that the bolus cord was connected to a gemstar pump. During testing, it was reported that after the button on the bolus cord was pressed, the gemstar pump did not sound an audible tone that indicated a dose was being delivered. The customer contact stated during further testing, the bolus cord did not pass the continuity test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.